Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: device available for return, return date, device returned to manufacturer

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As reported by the sales rep via email that he had issue with two ccs units. One had a jittery image when turned on. The cooler bars were bouncing back and fourth. Also, one time they plugged the camera in and there were green speckles on the screen. This was resolved by unplugging and re inserting the camera. The 2nd unit sn (B)(4) he stated, upon initial powering on of the tower, had a black screen and would not acquire an image before a reset of the ccs. This ccs also consistently had no signal between sdi 3 out from the ccs to sdi 3 in on the evo4k, so they are not able to acquire 4k on that unit. Both issues discovered during test with no case or patient harm. The facility is retaining the first unit and unit (B)(4) will be exchanged.

Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary the complaint device was received at the service center and evaluated. The sales rep reported display issue and intermittent operation problem with the device. Per service manual operational and diagnostic, display issue was found, therefore this complaint can be confirmed for the display issue. Per service report, carrier board was replaced to resolved the display issue. After repair, the device was found to be working according to the specification. The faulty carrier board is identified as the root cause of the reported problem of the display issue. With the available information we cannot determine the cause of the reported intermittent operation problem. Two non-conformances were identified for this lot number per qlik query executed on 10/11/2019. The complaint condition is unrelated to these non-conformances. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot the complaint condition is unrelated to the nonconformance. Relevant actions have been taken to address the issue. Device history batch, null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.